Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the tip of the guide wire broke. Vascular access was via the femoral artery. The 99% stenosed lesion was located in the very calcified and extremely tortuous mid right coronary artery. A non bsc guide wire was able to cross three lesions, which took approximately one hour. The kinetix, str, 300cm guide wire was able to cross the lesion. A 1.5 apex push balloon was advanced over the kinetix guide wire as the kinetix guide wire was advanced further and on pulling the kinetix guide wire back, it was noted that the tip of the kinetix guide wire was missing. It is unknown if any attempt was made at retrieval. The detached tip remains in the patient. No further patient complications were reported .

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the tip of the guide wire broke. Vascular access was via the femoral artery. The 99% stenosed lesion was located in the very calcified and extremely tortuous mid right coronary artery. A non bsc guide wire was able to cross three lesions, which took approximately one hour. The kinetix, str, 300cm guide wire was able to cross the lesion. A 1.5 apex push balloon was advanced over the kinetix guide wire as the kinetix guide wire was advanced further and on pulling the kinetix guide wire back, it was noted that the tip of the kinetix guide wire was missing. It is unknown if any attempt was made at retrieval. The detached tip remains in the patient. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination revealed that the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).